Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-03981. During follow-up, it was noted that the patient experienced syncope. Myopotential oversensing and lead noise were noted on the ventricular channel resulting in loss of pacing. Additional information has been requested but not received. The patient is in stable condition.